Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.